Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering an unspecified quantity of exactamix 2400 valve sets through port #5. This issue was described as, ¿bubbles being pumped form port 5¿. This issue occurred during delivery in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and twelve (12) unopened, companion samples were received for evaluation. Visual inspection was performed on two (2) randomly selected companion samples and one actual sample; no defects were observed. Functional and system level testing was performed and bubbles were identified during the direct entry compounding cycle. The reported bubbles were verified; however, a leak was not verified. The cause of the bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.